Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus during a therapeutic ureteroscopy, while dusting the stone, the patient's kidney was perforated. The patient was admitted to the hospital. A ureteroscopy was performed instead of a percutaneous ultrasound lithotripsy due to the young female breastfeeding her child. A single action pump syringe was used for irrigation. The intended procedure was completed with the same device. There was no procedural delay. The patient is in good condition per dr. Sesek. The device settings included: dusted at 0.2j x 100hz, short pulse width, may have used popcorn at 1j x 20j short pulse width. A request for additional information is in progress. This event includes 2 reports: (B)(6): soltive tfl-pls, serial (B)(4); (B)(6): soltive tfl-fbx200s, unk lot. This report is 1 of 2 for: (B)(6): soltive tfl-pls, serial (B)(4).

Event description:
Additional information received: the patient went to the emergency room a 'couple of days' after the procedure and she was admitted to the hospital.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. New information added to b5.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the treatment logs retrieved from the subject device indicated that the physician started at a higher average power than the device presets. However, this is permissible based on clinical judgement and does not definitively indicate a user error. There may have been other factors, such as stone size and retropulsion of the stone that likely caused or contributed to the reported adverse event. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿preset laser settings are guidelines only; always start with low settings and then increase them progressively to achieve the desired effect on targeted tissue. Olympus does not make recommendations regarding the practice of medicine.¿ ¿the use of higher power settings should be avoided, especially when the fiber tip is in close proximity to the ureteral wall, as perforation of the ureter may result.¿ this supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.